Event description:
The guidewire advanced easily. There were no tortuous vessels. The atherectomy burr did not function properly. This was witnessed by a company representative who was present. The rotoblator burr did not advance. The burr tested ok prior to the insertion and worked inside the proximal left anterior descending vessel initially. Then the advancer slide did not advance the burr further into the lesion. The burr was removed and a specimen was removed from the burr for lab analysis. A new burr was inserted, used and completely treated the lesion. The same advancer was used for both burrs.